Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight were not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibial nail procedure on (B)(6) 2016, the distal threads on a driving cap broke off inside the insertion handle for suprapatellar. The surgeon used his fingers to remove the distal threads then used a different driving cap and another back-up insertion handle for suprapatellar from another set to finish the procedure. There were no additional x-rays taken related to this event. One of the residents was able to get the broken piece of the driving cap out of the insertion handle with his thumb. The surgery was successfully completed with a surgical time delay of five minutes. The patient's post-operative status was reportedly fine. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device shows significant use during its lifespan, with numerous gouges and marks from hammer blows. The distal threaded portion of the device is broken off and was returned (the tip is approximately 25mm in length). The tip was not stuck into the insertion handle. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, this device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause of the complaint cannot be determined, it was likely a result of wear and coupled with excessive/off angle hammer blows during use. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.